Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 300 mg/dl after a libre 3 plus sensor entered warmup and failed to connect, which led the ilet system to suspend the bg run and issue a dosing stopped alert until a new sensor was started and connected; troubleshooting and education were provided, and the call was transferred to a partner organization. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing with subsequent correction after sensor replacement. Investigation included user interview, device use review, and troubleshooting of cgm connectivity and automated insulin delivery workflow. Investigation of this case revealed a cgm communication/connectivity issue during sensor warmup that resulted in bg-run suspension and absence of dosing, consistent with expected device behavior when no valid glucose data are available. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction during cgm warmup leading to loss of glucose data and an algorithm-initiated dosing hold until valid data were restored.

Manufacturer narrative:
Initial.